Event description:
Event description: plastic cover broke off when trocar handle was pushed into the opening. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Unfortunately due to lack of the actual defective device full investigation could not be performed. It is very important to keep the faulty device and provide it for the examination, otherwise the real root cause of the issue stays unknown and we can only assume what might have been the issue: there have been complaints in the past with similar description. Problem was caused by improper handling, when changing the trocar position, from safety guard to cut 1 and cut 2, not according to instruction printed on xcise handle. Each product is checked before packing, so it is unlikely that product with broken pins could be released. The most possible reason is that pins were broken mechanically when setting the position of trocar (in example from "safe" to "cut 1" or "cut 2"). However those are only assumptions due to the fact that the defective product was not available for investigation.